Manufacturer narrative:
The delay occurred during the surgery was 30 mins. (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that, when the robot arm was in position to start the contactless registration, there were two communication errors. The third time, the surgeon managed to perform the contactless registration and there were no other communication errors during the rest of the surgery.

Manufacturer narrative:
The data log files of the device br16019 were reviewed for investigation purpose. The log files analysis confirmed that two software bugs caused the reported issues.

Manufacturer narrative:
According to results of the investigation of the data log files for the subject event, the root cause identified is an occurrence of two different software bugs.